Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 sheath came off its tip while using it. No component of the device fell into the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula and no resistance was noted while inserting the harvesting tool into the cannula. A new device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The product was returned to the factory for evaluation on 08/11/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle, jaws, cannula, and c-ring. Charred material was visible on the tip of the shift and on the jaws. The harvesting device was returned inside the cannula. The c-ring was observed to be intact with no visual defects observed. The shaft of the harvesting device was observed to be bent and disconnected at the distal end, at the connection between the black shaft and metal tip of the shaft, exposing the internal contents of the shaft. The black material of the shaft was not observed to be peeled. The clear silicone insulation on the outer sides of the hot and cold jaws appeared to be intact with no peeling or other visual defects observed. The inner portion of the jaws and heater wire were unable to be observed as the jaws were unable to be opened. A mechanical evaluation was conducted. The harvesting device was unable to be removed from the cannula due to the bent state of the shaft. The blue toggle of the harvesting device handle was unable to open the jaws due to the break in connection between the shaft and the shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed; however, the analyzed failures "material twisted/bent; shaft" and "mechanical problem" were confirmed. The lot # 3000240788 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.